Event description:
It is reported that the pt was revised due to the loosening, though the surgeon used a drop down stem extension with mis tibia component.

Manufacturer narrative:
This report will be amended when our investigation is complete.